Manufacturer narrative:
There was no button error alarm on the insulin pump. There was intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the lcd window, cracked case near the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm and they keypad is unresponsive. Customer's blood glucose reading was 120 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.